Event description:
It was reported that the user¿s infusion set was inserted incompletely, causing pain at the site, and a caregiver subsequently removed the set and replaced the short piece of tubing before completing fill tubing and fill cannula steps, after which insulin delivery was resumed without issue. Symptoms included localized pain at the infusion site. Outcomes included no alerts or alarms, no hospitalization, and no impact on another household member during the call. Investigation included troubleshooting and user education on proper insertion technique to ensure the needle and cannula are inserted straight and fully seated. Investigation of this case revealed an infusion set deployment error associated with the infusion set and its connector, with the device otherwise functioning as intended once the tubing was replaced and priming steps were completed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.